Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found needle separated from sensor base. Unable to confirm customer received sensor in said condition due to customer return sensor opened/used. Complaint against serters.

Event description:
The customer reported via phone call that the sensor separated from the needle base and the needle stayed stuck in the serter. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.